Event description:
It was reported that while applying electricity to make an incision during the endoscopic sphincterotomy (est) procedure, the knife suddenly broke. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be determined. It is likely the following led to the malfunction: an electric conduction was activated. This may have caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.